Manufacturer narrative:
It was reported that the dilator had become split upon introducing the device. The dilator and sheath were returned to abbott and the investigation found that the tip of dilator was damaged. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue delivery system (ds) was selected for use in an implant procedure. After the device was being introduced, the dilator had become split. A new 14f amplatzer torqvue ds was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse consequences to the patient. The patient is stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 23 may 2025, a 14f amplatzer torqvue delivery system (ds) was selected for use in an implant procedure. After the device was being introduced, the dilator had become split. A new 14f amplatzer torqvue ds was used to complete the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There were no adverse consequences to the patient. The patient is stable.